Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07350. It was reported that the patient was experiencing pain at the implant site and ineffective therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted to address the issue.